Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported insulin pump had audio issue confirmed. The customer¿s blood glucose was 159 mg/dl at the time of incident. Customer reports they did not hear the differences between the two audio beep volumes. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device alarmed pump error 63 during self test and insulin pump trace download confirmed pump error 63 (variable 3), problem isolated to the keypad. Device received with same audio tone when switching from volume 5 to volume 1 due to electronic defect.